Manufacturer narrative:
Trigger to unlock handle to rotate, the pin fell out. Handle locked in place. Cannot see lot number because of that. Case type: tka. Surgical delay: =15 minutes. Product evaluation and results: mics-209063, sn# (B)(6), RMA#282620. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual pivot handle. The pivot handle lock was broken off could not rotate but I was able to verify the sn# (B)(6). Disposition: rtv inspected by: (B)(6). Product history review: device history records indicate 25 devices were manufactured under lot 42040317 and 24 devices were accepted into final stock on 28 april, 2017. A review of qt17-04-0080 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, l/n: 42040317 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
Trigger to unlock handle to rotate, the pin fell out. Handle locked in place. Cannot see lot number because of that. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger to unlock handle to rotate, the pin fell out. Handle locked in place. Cannot see lot number because of that. Case type: tka. Surgical delay: =15 minutes.